Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part: 03.037.028; lot: 9298608; manufacturing site: (B)(4); release to warehouse date: february 24, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the picture of the 5 mm hex flexible screwdriver was received at us customer quality (cq) showing the device broken close to the proximal part of the flexible shaft. This is consistent with the reported complaint condition, thus confirming the complaint. As the instrument was not returned, an as received, dimensional, material, or drawing reviews are not applicable. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while tightening a set screw on a proximal femoral nailing system (tfna) on (B)(6) 2019, a locking screwdriver broke. The set screw was fully deployed when the screwdriver broke. No backup device was needed. Procedure outcome and patient status are unknown. Concomitant devices: 11 mm / 125 deg ti cann tfna 380 mm / left - sterile (part: 04.037.129s, lot: h326862, quantity: 1), tfna helical blade 100 mm sterile (part: 04.038.300s, lot: 7944262, quantity: 1). This report is for a 5 mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5 mm hex flexible screwdriver was received at us cq with the shaft broken at the most proximal laser cut. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the wave shaft, measured within specification, based on drawing. Document/specification review: the following drawing(s) was reviewed; flexible screwdriver hex5, cannulated , flexible shaft . Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
08/27/2019: updated event description: it was reported that on (B)(6) 2019, while tightening a set screw on a proximal femoral nailing system (tfna), a locking screwdriver broke. Surgical delay of one (1) minute. The procedure was successfully completed. Patient status was good. Concomitant device reported: tfna nail (part # 04.037.129s, lot # h326862, quantity 1) , unknown locking screw ( part # unknown, lot # unknown, quantity 1) . This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint summary: complaint summary: 07/30/2019: updated event description: it was reported that on (B)(6) 2019, while tightening a set screw on a proximal femoral nailing system (tfna), a locking screwdriver broke. Surgical delay of one (1) minute. The procedure was successfully completed. Patient status was good. B5: updated event description provided for reporting to include additional concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.